Manufacturer narrative:
Additional information provided on 16-oct-2025. Correction to section b5 - describe event or problem correction to section h6 - adverse event problem-health effect - clinical code correction to section h6 - adverse event problem-medical device problem code correction to section h6 - adverse event problem-component code.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found to be dislodged. A pen bolus was administered for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not function as intended. The pod was worn for between 5 and 24 hours and no adverse patient impact was reported.